Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and determined the event code logged in the device's memory was due to the user was attempting to run a user test immediately after powering on the device. The issue (as reported) is not reportable as the issue is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety. The event code occurs when the user attempts to run a user test immediately after powering on the device. There is no evidence a malfunction of critical functions on the device occurred.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.